Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 250-300 mg/dl and insulin injections were used to address the bg level. The customer reported that when the type of infusion set was changed the occlusions started. As the occlusion alarms had occurred in the past, tandem customer technical support (cts) was unable to troubleshoot to determine a possible cause of the occlusions. However, cts had the customer perform troubleshooting with the current supplies on the pump and the pump was found to be operating as expected.